Event description:
It was reported that the patient underwent a transplant. It was noted that the device would be returning. The patient was elevated on the transplant list due to right ventricular failure requiring inotrope support. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. D6b: date of explant: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.